Event description:
A patient sample was tested for platelet (plt) and a result of 69x10^3cells/l was reported out of the lab. The physician questioned the result and a manual slide was prepared and the plt estimate was 140 with plt clumps seen on the smear. The patient was then redrawn and the plt count on this sample was 90x10^3cells/l. A manual slide was scanned on the sample and plt clumps were also seen. A corrected report was sent out. Based on available information, there was no effect on patient treatment.

Manufacturer narrative:
The specimens were collected in edta tubes. The instrument is currently within qc specifications with respect to accuracy and precision. Service was not dispatched for this event.. Based on raw data analysis: " plt raw count and histogram show normal pattern with little indication of plt clumping. Wbc histogram does not show a typical plt clump pattern either. There was no vote out or any other system related problems based on data analysis. The loss of plt may be due to clumping, but the instrument is not sensitive enough to detect the plt clumping". Root cause is plt clumps in the patient sample. Plt clumps are a known interfering substance.